Manufacturer narrative:
This form was completed by the MFR. Section f was also completed by the MFR if no medwatch form was received from the initial reporter or product user. Evaluation summary: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration location within an abrasion mark is typical of that produced by calcified plaque during iabp. The physical evidence and reported problem are consistant with that of an iab which became entrapped and needed to be surgically removed from the patient. The smooth-edged membrane penetration(s) most likely resulted during balloon removal from the patient when the iab came in contact with a sharp-edged instrument. Although the patient consequences of balloon penetration remain overwhelmingly benign, generally necessitating only the removal of the balloon and its possible replacement, the medical community is becoming increasingly aware of the "entrapped balloon" phenomenon. Since it is possible for a small leak to be self limiting, the blood within the balloon may deyhdrate under the continued action of helium to form a hard clot during intra-aortic balloon pumping, before enough blood enters to become visible in the catheter. This clot may cause the balloon to become too large for percutaneous removal or to become "entrapped" in the artery. Balloon entrapment necessitating surgical removal has been reported in literature and has been experienced by users of intra-aortic balloons. Co therefore urge the user, as co has in co's instructions, to discontinue pumping and consider the removal of the balloon from the patient at once if a balloon leak is suspected. If for any reason, undue resistance is met during removal of the balloon, you would be well advised to call for a vascular consultation, as was done in this case.

Event description:
On 10/1/96, after an avr operation, the dr inserted an iab with difficulty. It was reported that the pt had calcification. On 10/4/96, the iab leaked. Blood was noted in the catheter. The dr had difficulty removing the iab so the iab was surgically removed. There was no alarm from the pump. (Event complications: iab entrapped/the iab was surgically removed rpt'd 10/14/96. Pt's current status: unk rpt'd 10/14/96.